Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came to the clinic and asked to have the internal device removed because she was not getting any benefit from it. The user was explanted on (B)(6) 2023.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. In addition the electrode migrated partially out of cochlea, as confirmed by diagnostic imaging. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user_s hearing performance with the device is affected. The user was explanted.